Event description:
A site reported the output of the reporter was lower than expected. There was no report of pt involvement.

Event description:
It was reported that during a nephrectomy procedure, the clips were not anchoring in the tissue. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Dropping or ejected clip the analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed two conforming clips and ejected the remaining twelve. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2010.